Event description:
Medtronic pain pump model #8637-20, was implanted on (B)(6) 2014, in (B)(6). Refill of pump has been done every 90 days or so. Problems were indicated by amount of morphine left in pump when time for refill. It was adjusted numerous times but pain in back was unabated. Break-through pain meds were administered in the form of oxycodone 15 mg, which was the pain meds paul was trying to get off of, leading to the pump implantation. As recent as last week, the problem was again identified and a procedure was to be scheduled to infuse contrast dye into the pump and leads to determine whether there was a kink in the catheter or a leak from the pump. This is when we discovered that there was a class 1 recall dated (B)(6) issued by the FDA, and updated (B)(6). We have never been informed of any recall and feel that this is a severe issue which could be life threatening.